Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor/nurse due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 08-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 232, 313, 180 and 228 mg/dl. The customer¿s expected blood glucose test result ranges are am fasting below 140 mg/dl and pm fasting below 200 mg/dl. The customer feels well and did not report any symptoms. Customer called doctor today on (B)(6) 2025 due to the high readings and nurse told her to get and appointment and to change meter; customer got an appointment to check her blood sugar (a1c) on (B)(6) 2025. During the call, a back-to-back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 10/31/2025 and open vial date is more than a year ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 232mg/dl date: (B)(6) time: 2:11pm fasting from today am result 2: 313mg/dl date: (B)(6) time: 10:58pm fasting yesterday pm result 3: 180mg/dl date: (B)(6) time: 2:02pm fasting on (B)(6) 2025 am result 4: 232mg/dl date: on (B)(6) time: 10:32pm fasting on (B)(6) 2025 pm result 5: 228mg/dl date: on (B)(6) time: 9:54pm fasting on (B)(6) 2025 pm.